Manufacturer narrative:
The insulin pump alarmed with a motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The rewind, basic occlusion, occlusion, prime, and excessive no delivery tests could not be performed due to the motor error alarm. The motor error also prevented verification of the presence of a motor position encoder error alarm. The motor passed the motor test. The following physical damage was noted: minor scratches on the lcd window, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that after changing the infusion set the insulin pump would not stopped filling the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The customer stated the insulin had squirted across the room during the manual prime process, which is indicative of a compromised force sensor system error. Insulin continued to drip after the motor stopped. The customer was stuck in a rewind complete/bolus delivery loop. She confirmed that the pump was not dropped or bumped prior to the insulin squirting, and that the drive support cap also appeared normal. She also mentioned having low blood glucose, though she did not specify her blood glucose value. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.